Event description:
It was reported that the pt's pump was explanted due to a "failed pump." The pt experienced increased pain. The pump was replaced and the pt outcome was "no injury." The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no significant anomalies. Assumed normal battery depletion.